Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/24/2022, it was reported by a sales representative vie email that an knee scorpion top jaw broke inside the patient. Surgeon was able to retrieve the fragments and complete the case using another knee scorpion. This was discovered during a meniscal root repair on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that the upper jaw had broken off. The fragment was not returned for assessment. A probable cause is attributed to user-applied mechanical forces during use.